Event description:
The customer reported to the philips field service engineer (fse) during planned maintenance that the pt table sub-frame had become loose. Philip service confirmed tht there was no harm to the pt or operator. Philips service stated that the customer moved the pt support back into operating position and continued the procedure. The fse secured the sub-frame latch.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).